Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamliton medical ag: this mr1 was in use and came up with technical events and shut down. (B)(4). No health impact or consequences. Patient was safely moved to another ventilator.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: this mr1 was in use and came up with technical events and shut down. Tf446029, 226026, 485001. No health impact or consequences. Patient was safely moved to another ventilator.